Manufacturer narrative:
Customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. D10: 101-05-20 - 3.2mm drill bit 20mm 1pk: (B)(6) 142-32-00 - cocr fem head 32mm +0 offset 12/14: (B)(6). 160-01-13 - pf stem tapered plasma ext offset sz 13: (B)(6). 180-65-20 - alteon 6.5mm screw, 20mm: (B)(6). 180-65-25 - alteon 6.5mm screw, 25mm: (B)(6). 186-01-50 - integrip cc, cluster 50mm, g1: (B)(6).

Event description:
As reported, approximately 9 years and 2 months post the initial left total hip arthroplasty, the patient was experiencing pain and discomfort and went in for revision surgery where the poly was found broken into many pieces. The surgeon pulled out the exactech acetabular and went back in with a competitor cup and liner. The surgeon left the exactech stem in, and implanted a new femoral head to match up to the competitor acetabular. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d. The most likely underlying cause for the revision reported in is prosthesis wear and fracture and a combination of risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.